Event description:
The customer reported the system had a faulty mc5 power supply. No patient injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep replaced the mc5 power supply. The system operates as intended.